Manufacturer narrative:
The customer's report was duplicated and evaluation of the device found that calibration data software installed had become corrupted. The default calibration data software was re-installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.